Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg site wound was not healing properly. As a result, surgical intervention occurred wherein the ipg was explanted to address the issue.

Event description:
Additional information received indicated the previous wound at ipg pocket site has healed. Surgical intervention occurred on (B)(6) 2022 wherein a new ipg was implanted and pocket site was relocated.